Event description:
Rn attempted to stick patient for piv insertion, piv buckled against patient's skin (did not leave a puncture or other type of mark). Insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert. Manufacturer response for IV catheter, bd nexiva closed IV catheter system (per site reporter): they are investigating.